Manufacturer narrative:
B4: (B)(6) 2021.

Manufacturer narrative:
The problem was observed while the unit was being checked for a field change order in a service center, which is outside of clinical use and therefore, not reportable.

Event description:
It was reported to philips that when an ac power supply was plugged in, the battery charging led didn't illuminate. The device was not in clinical use at the time of the event. There was no report of patient or user harm/impact. No patient therapy delay was reported due to this failure. The reported phenomenon was confirmed, so it was recommended that the customer replace the power switch overlay with the battery charging led. The repair was not performed at the customer's request. A supplemental report will be submitted if new information is received.